Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer generated erroneously high red blood cells (rbc) and platelet (plt) results on three patient samples. The erroneous results were reported out of the laboratory and questioned. Each specimen was rerun on an alternate instrument and the customer considered these results to be correct, thus amended reports were issued. The results, provided by the customer. No death, serious injury, or change to patient treatment associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched, replaced the red blood cell (rbc) diluent dispense pump, and verified the instrument operation. The root cause for the erroneously low rbc and plts is a faulty rbc dispenser pump.